Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient's wife called and stated that last night the patient passed away while on the cycler due to cardiac arrest. She stated that around the time of death he had received an alarm. She wanted to check the alarm history and wanted to know if the cycler had a heart rate detection system. During follow up the patient nurse stated that the patient encountered a cycler alarm that had nothing to do with the patient's death. During review of the of death certificate the patient with end stage renal disease (esrd) on peritoneal dialysis therapy expired on (B)(6) 2017 at the hospital with the primary cause of death was type 2 diabetes mellitus with other diabetic kidney complication.